Event description:
It was observed that during the device evaluation, the subjected device exhibited foreign object in the distal end, objective lens, nozzle, plastic distal end cover, suction cylinder, and the illumination lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.